Manufacturer narrative:
Follow-up #1: date of submission 2/9/2017device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: testing was unable to investigate- additional failure prevents adequate investigation. "Cs078" alarm occurs on rewind. Pump is able to power on properly. No power on reset events found in the b/box. Moisture observed in the battery compartment. Leak test failed due to a crack in the battery compartment starting at the threads to the left side of grip pad. Opened pump- moisture found on pcb near the motor flex connector. Battery compartment is also cracked from case seal traveling to grip pad. A leak was not found at this location. Additionally, there is a . Dim display- letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.. There was no indication that the product caused or contributed to an adverse event.